Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed displacement test. Hardware low level failure alarm (variableinfo=3) during self test and confirmed in the pump history due to broken trace on u1 keypad assembly. Unit was received with broken belt clip rails, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump had hardware low level failure alarm and there was cracked on back of insulin pump. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer was performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.